Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from pm fasting results obtained of 238 and 290 mg/dl. The customer¿s expected pm fasting blood glucose test result range is 140 - 180 mg/dl; the customer's expected am fasting blood glucose test result range is 90 - 110 mg/dl. Customer was not using proper testing technique and was using alcohol prior to sticking his finger. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/29/2019 (expired) and test strips were opened two-three weeks ago. The meter memory was reviewed for previous test result history: result 1: 83mg/dl date: (B)(6) time: 3:46pm fasting is his first blood of the day sleeps late; result 2: 238mg/dl date: (B)(6) time: 7:40pm fasting before his dinner; result 3: 290mg/dl date: (B)(6) time: 3:00pm fasting; result 4: 135mg/dl date: (B)(6) time: 6:06pm fasting; result 5: 147mg/dl date: (B)(6) time: 12:43pm fasting.